Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced phrenic nerve stimulation caused by the left ventricular (lv) lead. It was noted that the patient described the feeling as if a baby was kicking in the left abdomen and it was worst with exertion. Reprogramming was done, which resolved the issue and the lead remains in use. The patient is a participant in the (B)(6) registry. No further patient complications have been reported as a result of this event.